Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base, no broken or missing parts was observed during our analysis; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 267 mg/dl and sensor glucose was below 40 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that the sensor cannula broke while still in the body. The sensor will be returned for analysis.